Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation; however, the customer's verathon territory manager evaluated the system at the facility and isolated the issue to the cable. The customer reported they are in the process of ordering a replacement cable. Review of complaint history for the reported smart cable serial number did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an intubation procedure, using a glidescope core smart cable, the image displayed on the connected glidescope core monitor appeared green. The issue was described as intermittent, with the image returning to normal only when specific pressure was applied to the cable connection, and turning green again when pressure was released. The procedure was completed using the subject device by maintaining pressure on the cable. No delay in procedure or harm to the patient was reported.